Manufacturer narrative:
(B)(4). The known cause of the disconnection is use error, incomplete connection. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line became disconnected from an extension line during peritoneal dialysis therapy. The patient did not complete the connection correctly. The technical service representative assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.